Event description:
Zoll defibrillator pads were utilized for temporary transcutaneous pacing from 15:20 - 19:30 hours. When the pads were removed at 09:50 on the next morning, three circle burns were noted on the patient's chest left of the sternum. The appearance of the circles was also noted on the zoll pad. Dermatologic consultation/examination was performed on the same day the defibrillator electrodes were removed with the following conclusions: erosions, left inframammary chest. Given the well-defined appearance of these erosions that is suspicious for external-induced injury as well as char on the pacer pad, this may likely represent external injury/thermal injury due to the transcutaneous pacing. Physical examination: skin examination of the left inframammary chest revealed three small circinate well-defined erosions. There is no necrosis or gunmetal gray coloration to the lesions. Treatment will be topical with application of vaseline to the wounds three times daily until healed. No sign of infection currently noted. The pad was saved.manufacturer response for electrode, defibrillator, external, one step: pad was sent to the manufacturer via mail. As of today, no response from manufacturer.